Manufacturer narrative:
It was reported that the patients' ipg became fully depleted and received the end of battery message. The patient was a high energy and amplitude user, and underwent a revision procedure in which the ipg was replaced. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was misplaced by the facility and not returned for analysis; therefore, a technical analysis could not be performed. Based on all available information, engineers are not able to confirm the root cause of the event. The device was not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint and the conclusion is unable to exclude device problem.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) of the spinal cord stimulator (scs) replacement procedure. It was noted that the patient did receive adequate pain relief, and no reprogramming was performed. The physician stated that the device did not last as long as it should have, however the patient was a high energy / amplitude user. The patient is doing well postoperatively. It was additionally reported that the device could not be located, and not returned by the facility for analysis.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) of the spinal cord stimulator (scs) replacement procedure. It was noted that the patient did receive adequate pain relief, and no reprogramming was performed. The physician stated that the device did not last as long as it should have, however the patient was a high energy / amplitude user. The patient is doing well postoperatively.